Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 58-year-old male. The patient presented with acute myocardial infarction and cardiogenic shock, with known history of coronary artery disease and diabetes mellitus. At the time of support, the patient was classified as scai stage d cardiogenic shock and was receiving inotropes, vasopressors, and mechanical ventilation for respiratory support. Prior to device insertion, the left ventricular ejection fraction was 50 percent and the activated clotting time was 256. The patient underwent coronary angioplasty with percutaneous transluminal coronary angioplasty and stent placement. During the course of support, it was reported that the event appeared to occur after the patient moved, coughed forcefully, and experienced vomiting. The event was described as unable to be controlled, and the patient was subsequently taken back to the catheterization laboratory for device removal. The patient experienced a hematoma related to the access site and medical device removal was performed. Staff reported that they did not feel the event was related to the impella. Access site hematoma and bleeding are recognized risks in patients undergoing percutaneous coronary intervention and mechanical circulatory support, particularly in the setting of anticoagulation and patient movement. Based on the available information, the reported event is consistent with known procedural and patient-related factors, including forceful coughing and movement, and no information was identified to suggest that the device caused or contributed to the reported event. The patient survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was use related to patient movement per clinical details.